Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("menorrhagia and metrorrhagia"), menorrhagia ("menorrhagia / abnormal bleeding- menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("uterine bleeding") and arrhythmia ("arrhythmia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6)2006, (B)(6) 2009). Previously administered products included for birth control: oral contraceptive nos from 2005 to september 2010. Concurrent conditions included underweight, placenta previa, sinus infection and hot flashes. Concomitant products included anaesthetics (anesthesia) and marcaine with epinephrine (marcaine w/epinephrine). In october 2009, the patient had essure inserted. In 2009, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("other injury(ies) or complication (s) please describe: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2010, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In 2013, the patient experienced insomnia ("insomnia"). In august 2013, the patient experienced rash ("rashes or skin conditions type: skin rash"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), uterine haemorrhage (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), visual impairment ("vision problem"), peripheral swelling ("swelling in hands and feet"), hypertension ("high blood pressure"), tinnitus ("tinnitus"), hypersensitivity ("allergic reaction /allergic reactions/ generalized allergic reaction"), blood pressure decreased ("blood pressure dropped 15 to 20 p.."), influenza ("flu sitting in") and arthralgia ("joints ache so bad"). The patient was treated with prednisone, norgesic (anarex), lorazepam, amoxicillin, surgery (laparoscopy, hysterectomy, bilateral salpingectomy and removal of essure implants+ uterine ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved, the menometrorrhagia, menorrhagia, metrorrhagia, arrhythmia, anxiety, depression, visual impairment, peripheral swelling, hypertension, tinnitus, hypersensitivity, vaginal haemorrhage, headache, blood pressure decreased, influenza and arthralgia outcome was unknown, the dysmenorrhoea and uterine haemorrhage had not resolved and the migraine, insomnia and rash was resolving. The reporter considered anxiety, arrhythmia, arthralgia, blood pressure decreased, depression, dysmenorrhoea, headache, hypersensitivity, hypertension, influenza, insomnia, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral swelling, rash, tinnitus, uterine haemorrhage, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion, coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media depression, irregular bleeding, hypertension, migraine, headache, fatigue, dyspareunia, vaginal discharge. Concerning the injuries reported in this case, the following one/ones were reported via social media  : blood pressure dropped 15 to 20 p.. , flu sitting in, joints ache so bad quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added: blood pressure dropped 15 to 20 p.. , flu sitting in, joints ache so bad. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("menorrhagia and metrorrhagia"), menorrhagia ("menorrhagia / abnormal bleeding- menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("uterine bleeding") and arrhythmia ("arrhythmia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 2006, (B)(6) 2009). Previously administered products included for birth control: oral contraceptive nos from 2005 to (B)(6) 2010. Concurrent conditions included underweight, placenta previa, sinus infection and hot flashes. Concomitant products included anaesthetics (anesthesia) and marcaine with epinephrine (marcaine w/epinephrine). In 2009, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("other injury(ies) or complication (s) please describe: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In 2013, the patient experienced insomnia ("insomnia"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: skin rash"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), uterine haemorrhage (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), visual impairment ("vision problem"), peripheral swelling ("swelling in hands and feet"), hypertension ("high blood pressure"), tinnitus ("tinnitus") and hypersensitivity ("allergic reaction /allergic reactions"). The patient was treated with prednisone, norgesic (anarex), lorazepam, amoxicillin, surgery (laparoscopy, hysterectomy, bilateral salpingectomy and removal of essure implants), surgery (laparoscopy bilateral resection of prox. Fallopian tubes + removal of essure. Uterine ablation), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved, the menometrorrhagia, menorrhagia, metrorrhagia, arrhythmia, anxiety, depression, visual impairment, peripheral swelling, hypertension, tinnitus, hypersensitivity, vaginal haemorrhage and headache outcome was unknown, the dysmenorrhoea and uterine haemorrhage had not resolved and the migraine, insomnia and rash was resolving. The reporter considered anxiety, arrhythmia, depression, dysmenorrhoea, headache, hypersensitivity, hypertension, insomnia, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral swelling, rash, tinnitus, uterine haemorrhage, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion, coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media depression, irregular bleeding, hypertension, migraine, headache, fatigue, dyspareunia, vaginal discharge. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-may-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication.event outcome was updated.. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("menorrhagia and metrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("uterine bleeding") and arrhythmia ("arrhythmia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2006, (B)(6) 2009). Previously administered products included for birth control: oral contraceptive nos from 2005 to (B)(6) 2010. Concurrent conditions included underweight, placenta previa and sinus infection. Concomitant products included anaesthetics (anesthesia) and marcaine with epinephrine (marcaine w/epinephrine). In 2009, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), migraine ("migraines / headaches"), anxiety ("anxiety"), depression ("other injury(ies) or complication (s) please describe: depression"), visual impairment ("vision problem"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia"), peripheral swelling ("swelling in hands and feet"), hypertension ("high blood pressure"), insomnia ("insomnia"), tinnitus ("tinnitus"), hypersensitivity ("allergic reaction /allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: skin rash") and headache ("migraines / headaches"). The patient was treated with prednisone, norgesic (anarex), lorazepam, amoxicillin, surgery (laparoscopy, hysterectomy, bilateral salpingectomy and removal of essure implants), surgery (laparoscopy bilateral resection of prox. Fallopian tubes + removal of essure. Uterine ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, uterine haemorrhage, arrhythmia, migraine, anxiety, depression, visual impairment, menorrhagia, metrorrhagia, peripheral swelling, hypertension, insomnia, tinnitus, hypersensitivity, vaginal haemorrhage, rash and headache outcome was unknown. The reporter considered anxiety, arrhythmia, depression, dysmenorrhoea, headache, hypersensitivity, hypertension, insomnia, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral swelling, rash, tinnitus, uterine haemorrhage, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion, coils were in place. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and mr received: new reporters, patient demographic information, onset date and stop date updated, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, new events vaginal haemorrhage, rash, hypersensitivity, headaches, dysmenorrhea and uterine haemorrhage, menometrorrhagia added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and arrhythmia ("arrhythmia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), visual impairment ("vision problem"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), peripheral swelling ("swelling in hands and feet"), hypertension ("high blood pressure"), insomnia ("insomnia"), tinnitus ("tinnitus") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, arrhythmia, migraine, anxiety, depression, visual impairment, menorrhagia, metrorrhagia, peripheral swelling, hypertension, insomnia, tinnitus and hypersensitivity outcome was unknown. The reporter considered anxiety, arrhythmia, depression, hypersensitivity, hypertension, insomnia, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral swelling, tinnitus and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: coils were in place. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted in 2010, and reported adverse events including pain (regarded as pelvic pain) and arrhythmia. The plaintiff had surgery (hysterectomy) to remove the essure implant approximately five years after insertion ((B)(6) 2015). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Regarding arrhythmia, number of factors can cause arrhythmia which includes alcohol abuse, diabetes, drug abuse (cocaine or amphetamines), excessive coffee consumption, heart disease, hypertension, hyperthyroidism, mental stress, scarring of the heart (often the result of a heart attack), smoking. In this particular case, plaintiff had hypertension which may have been a contributory role in her arrythmia. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and arrhythmia ("arrhythmia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), visual impairment ("vision problem"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), peripheral swelling ("swelling in hands and feet"), hypertension ("high blood pressure"), insomnia ("insomnia"), tinnitus ("tinnitus") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, arrhythmia, migraine, anxiety, depression, visual impairment, menorrhagia, metrorrhagia, peripheral swelling, hypertension, insomnia, tinnitus and hypersensitivity outcome was unknown. The reporter considered anxiety, arrhythmia, depression, hypersensitivity, hypertension, insomnia, menorrhagia, metrorrhagia, migraine, pelvic pain, peripheral swelling, tinnitus and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: coils were in place. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted in 2010, and reported adverse events including pain (regarded as pelvic pain) and arrhythmia. The plaintiff had surgery (hysterectomy) to remove the essure implant approximately five years after insertion ((B)(6) 2015). Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for her pain. Regarding arrhythmia, number of factors can cause arrhythmia which includes alcohol abuse, diabetes, drug abuse (cocaine or amphetamines), excessive coffee consumption, heart disease, hypertension, hyperthyroidism, mental stress, scarring of the heart (often the result of a heart attack), smoking. In this particular case, plaintiff had hypertension which may have been a contributory role in her arrythmia. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.